Event description:
A customer contacted beckman coulter inc (bec) to report a reaction wheel temperature error after a preventive maintenance. The customer noted burning smell when cuvette cover was lifted. The customer shut down the instrument. No injury was reported.

Manufacturer narrative:
A bec field service engineer (fse) replaced a defective circulation fan in the reaction wheel chamber, which was the cause of the event. (B)(4).